Event description:
The deltaplush platinum microcoil 2 mm x 6 cm (dpl10020620/g11098) and the cable are gripped so tightly that it is impossible to separate them. So they had to take a new cable and a new coil (details unknown) to continue to coil.

Manufacturer narrative:
The deltaplush platinum microcoil 2 mm x 6 cm (dpl10020620/g11098) and the cable are gripped so tightly that it is impossible to separate them. So they had to take a new cable and a new coil (details unknown) to continue to coil. The returned ecb passed all functionality testing and was not the root cause of this complaint. The most likely root cause of the device positioning unit's (dpu) failure to connect into the enpower control cable (ecb) was due to the misalignment of the dpu's electrical connector's posts and the missing lead-in chamfer located at the inside diameter of both electrical posts. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: new cable and a new coil (details unknown).